Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The following information was reported: the procedure for removal of renal calculi had just been completed when the surgeon realized that the single-use holmium laser fiber had snapped in the scope. The fiber came out in 1 piece so nothing was left in the patient. The patient was breathing heavily during the procedure, so the tip of the fiber was bumping against tissue often. It was also noted that the tuohy-borst adaptor was tight. There were no reported serious injuries to the patient.